Event description:
It was reported that during a total hip replacement surgery the liner wasn¿t tight, a backup device was used but presented the same failure mode. The surgery had a delay for more than 2 hours.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that this complaint reports an intra-operative implant to implant connection malfunction during a thr resulting in a two hour delay in the procedure. Based on the product analysis the root cause of the connection problem could not be determined. However, a user/procedural variance cannot be ruled out as a contributing factor. It was further reported that neither the delay in the procedure nor a functional issue in the implant resulted in any harm or adverse patient outcome. Since the procedure was completed, and no further harm is being alleged beyond the two hour delay and the added risk associated, no further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.